Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose displayed as "low" to "high", specific value not provided. Customer consumed glucagon and liquid gel packs to address "low" bg and administered a correction injection via mdi to address high bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.